Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) alleging she is not able to recharge her onetouch verio iq meter because the system kit did not include the usb charger and ac adapter. At the time of concern, the patient reportedly was feeling nervous and her skin was red. The patient skipped her metformin and insulin dosage when she was unable to obtain a blood glucose reading on the subject meter. The patient allegedly did not require any hpc medical intervention that would suggest a serious injury. This complaint is being reported as a malfunction due to the alleged missing product issue. There was no evidence of a serious injury involved with this complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.